Manufacturer narrative:
The pump has been returned and evaluated by product analysis 01/02/2014 with the following findings: a review of the pump history showed no evidence of a load step malfunction. Several loss of primes with non-zero force were recorded in the pump history. During testing, the pump performed rewind, load, and prime steps with no alarms or loss of primes occurring. The force sensor calibration reading was found to be within the required specifications. The pump was open and no damage or corrosion was found inside the pump. No defects were found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a load step malfunction. The pump dispensed insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.